Event description:
It was reported that the patient was experiencing pain at the implant site and was on antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.